Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 19 mm regent valve was implanted. According to information provided by the patient's husband, the patient died on (B)(6) 2017. At the time of the reporting the cause of death was unknown. Information obtained from the physician stated that there were no concerns or complaints regarding the regent heart valve and the cause of death was not valve related.

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 19 mm regent valve was implanted. According to information provided by the patient's husband, the patient died on (B)(6) 2017. The cause of death is unknown.